Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received power loss alarm after inserting lithium battery. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer also stated insulin pump had failed battery alarm. Customer declined troubleshooting. The insulin pump will not be returned for analysis.